Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of right ventricular (rv) oversensing noted. Technical support was contacted for reprogramming recommendations. No intervention has been performed and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.